Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a floseal device had particulate matter. During mixing, a hair was observed inside the mixing syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a small piece of hair inside the mixing syringe. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Nine (9) retention samples were visually inspected with no issues or particulate matter noted. Should additional relevant information become available, a supplemental report will be submitted.